Event description:
Pt reports received ems treatment for hypoglycemia.

Manufacturer narrative:
Pt reports that she believes that a temporary basal rate may have been inadvertently left running. Pt reports she is not currently wearing the pump and has scheduled additional testing. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release.